Event description:
It was reported that when using the bd pyxis¿ es server multiple patients were not crossing over to pyxis since late the previous night and into the morning; at least three patients were identified as affected, all of whom were in the process of being transferred from the emergency room to inpatient floors. The customer confirmed that the patients were not visible on the server and that the hit team was currently investigating the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the multiple patients were not crossing to pyxis. A technical support specialist (tss) investigated the issue by validating patient mrns, tracing hl7 messages, and confirming carefusion coordination engine (cce) services and interface connectivity were functioning normally. Admit discharge transfer (adt) messages for affected patients were not received from epic after transfer, and pv1.3.1 location values did not match accepted configurations. The issue was escalated to electronic privacy information center (epic) for further review, epic reviewed and confirmed that issue was not from pyxis side. Tss followed up with pharmacy staff, monitored the case, observed no further issues, and closed the case after 24 hours. The system functioned as intended after technical support specialist investigated the device.